Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: issues with the safety not retracting the needle. The needle not retracting has happened twice on (B)(6). These all occurred indifferent departments so we can rule out user error. Potential exposure for employee

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received 3 unsealed catheters and 2 sealed 20ga x 1.00in. Insyte autoguard bc units from lot number 4109659. The sealed units were visually inspected and leak tested. No leaks or damages were discovered from the sealed units. The sealed units were also tested for retraction by breaking tip adhesion, slightly advancing the catheter, and activating the button. The units retracted instantly and within specifications. The unsealed catheters were provided without the cannula or the needle cover and contained media, indicating use. The unsealed catheters were leak tested and all 3 catheters displayed a leak above the nose of the adapter. Microscopic analysis discovered small cuts in the catheter tubing right above the nose of the adapter. Although your reported issue of leakage was confirmed, a root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.